Event description:
It was reported that a spectrum pump turned off without user input. The problem occurred upon power up at the intermediate I care area. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing the device turned on and off. A service history review revealed no issues that could have caused or contributed to the reported issue. Evaluation observed and found that two of the back flex battery contact pins were jammed which caused the pump to turn on and then off on the battery mode. The assignable cause is considered to be the dried liquid substance on the back flex battery the reported condition 'turn off without user input" was verified. Evaluation observed and found that two of the back flex battery contact pins were jammed which caused the pump to turn on and then off on the battery mode. Evaluation determined that the back flex battery contact pins require cleaning to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.